Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated that approximately 3.5 weeks ago she stopped feeling stimulation. She continued to turn her therapy strength up, but could not feel any stimulation. The patient also had an accident with a horse around the time that she stopped receiving therapy. The impedances show that electrodes 0, 1, and 8 are >10k ohms. Those electrodes were being used in her existing programming. The rep reprogrammed the patient's device to not include the open electrodes. The patient stated that she now feels stimulation in all the needed areas, and that actually the coverage seems better now than it did before. The patient noted that she was doing very well for the past 4 years or so, but stopped receiving therapy after her accident with a horse. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for radicular pain syndrome(radiculopathies) and spinal pain. It was reported there was a loss of therapy. The patient reported they could not get the stimulator to work. The patient clarified that she was not feeling stimulation. The patient stated she tried increasing her stimulation and tried all her available programs/groups. The patient programmer showed stimulation was on. The patient was redirected to their healthcare provider (hcp) to check the stimulator. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2014, product type lead, product ID 977a290, serial# (B)(6), implanted: (B)(6) 2014,product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported she has a couple of broken leads they have been trying to route around the area. The patient had an appointment to see manufacturer representative (rep).

Manufacturer narrative:
Continuation of d11: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2014 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2014 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a health care professional regarding the patient. It was reported that the patient developed a new nerve pain from the right side of her neck down her right arm. A CT scan was conducted at her primary care physician¿s office which showed fractured leads. The lead was also confirmed to be broken via x-ray. As previously reported, electrodes 0, 1, and 8 have impedances over 10,000 ohms; however, all of the patient¿s current programming does not use those electrodes. The pulse width and rate were adjusted on (B)(6) 2019, and the patient was instructed to turn the device off for at least 24 hours to re-evaluate the pain. The patient has an upcoming myelogram appointment at the physician¿s office. Surgical intervention did not occur and is unknown if it will be planned to resolve the issue. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had a follow-up appointment with their physician on 2018-(B)(6). The patient indicated that the circumstances that led to their loss of stimulation are unknown. They added that they are a very active and may have jarred the lead in some manner. The patient stated that they have an upcoming appointment. No further complications were reported or anticipated.